Event description:
It was reported that patient received four inappropriate high voltage therapies while riding a bicycle due to low vt/vf detection threshold setting. Later in the clinic, no communication to device could be established. There was ample battery life remaining a the time of the inappropriate shocks. The device was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch uf number (B)(4).